Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead. On (B)(6) 2023, chest x-ray was performed and revealed lv lead dislodgement; the physician suspects dislodgement due to twiddler's syndrome. The physician elected to explant and replace the lv lead. The patient condition was stable.